Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to the regional repair center for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the outer tube is deformed therefore parts are not dis-/reassemble. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: regarding to the customer allegation issue, it was not possible to confirm, however, the outer tube deformation and the parts not able to dis-/reassemble were traced to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had gaps in the gold contacts. There was no patient involvement.